Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during pre-use customer discovery , the cs100 intra-aortic balloon pump (iabp) negative pressure was too low and was awaiting repair. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Corrected fields:d4(version or model#,catalog #,unique identifier (UDI) #). Additional contact details: event site postal code: (B)(6). It was reported that the cs100 intra-aortic balloon pump (iabp) had negative pressure is too low. There was no patient involvement. A getinge field service engineer (fse) stated that customer have cancelled the service as the device is too old. Customer tried to repair the device from their end and failed. There was no service provided to the machine from fse and fse states that iabp is scrapped due to age. H3 other text : customer gave up repairing the fault. The equipment has entered the scrapping process due to its age.